Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection. Upon opening the pocket, drainage was noted. The root cause of the infection is not known. There is no allegations that the infection was caused by they system. The patient was stable before, during and after the procedure. The device will not be returned.